Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while using a snowblower. Motion artifact contributed to the false detection. The pt was reportedly conscious at the time of the event. The response buttons were pressed. After the event. The pt did not seek medical attention and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continues use of the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt (B)(4): (B)(4) 2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the (B)(4) ((B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.